Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed. The lens is cut in half, most probably to make explant possible. Considering the condition of the returned lens, additional analysis was not possible. Manufacturing record review: the manufacturing records were reviewed and there were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The complaint related test is the optical measurement performed at final inspection. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed that no other complaints for this order number were received to date. Labeling review: the directions for use (dfu) was reviewed and adequately provides instructions and precautions for the proper use and handling of the intraocular lens. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. The documentation shows that the production order was manufactured according to specifications. The complaint cannot be confirmed. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 20.5 diopter intraocular lens (iol) was explanted in a secondary procedure from the patient's right eye, due to residual astigmatism and unexpected post op refraction. No complications, patient injury, or additional procedures were reported. A new lens, model zct225 21.0 diopter was implanted and the patient has recovered.